Event description:
Approximately 6 weeks post-procedure, the patient returned for a planned reangiography and was experiencing silent ischemia. Approximately 3 months post-procedure, the patient underwent a CABG, due to a 90% ostial restenosis immediately before the cypher stents in the rca. The report is from the study. The patient was a female with 2 vessel disease. A staged procedure was planned at the time of the index procedure. The patient had a history of hypertension and peripheral vascular disease. The indication for the index procedure was silent ischemia. The target lesion was in the proximal right coronary artery (rca). The vessel diameter was 2.8mm and the lesion length 30mm. Pre-procedure stenosis was 75% and timi flow was 3. The lesion was de novo, ostial, irregular contour, concentric and moderately calcified. The lesion was pre-dilated with a 2.5 x12mm balloon at 8atm. Two stents were implanted in the lesion, overlapping. A cyper was deployed at 17atm and post-dilated because the stent was not fully expanded. Another cypher was deployed at 18atm. There was no procedural complications. Post-procedure stenosis was 0% and timi flow was 3. Two days post-procedure, the patient had the staged procedure to treat an 80% stenosis in the first obtuse marginal. The patient was discharged 6 days post-procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-01401. Additional information will be submitted within 30 days of receipt.